Event description:
It was reported that the zimmer dermatome was making an unusual noise and there was pt injury. Additional clinical follow up with the hospital indicated tht the dermatome sounded rough and noisy. The initially reported injury was described as a tissue wound which required surgical repair. The procedure was completed by obtaining an immediately available, alternate device to harvest an additional, unplanned, donor site harvest. The surgical time was increased by approximately twenty minutes which was required to obtain and set-up the alternate device and surgically repair the tissue wound. There was no report of medical treatment required as a result of increased surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 5 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Inspection of the device determined the control bar was damaged. The device was out of calibration at the zero thickness setting and was also out of side to side calibration on the 0.02 and 0.03 thickness settings. The 1", 2" and 4" width plates were also observed to be damaged and were replaced. Cause is most likely due to the user not maintaining the device per proper handling. The device was serviced and returned to the customer.